Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No product or photographic evidence were provided to aid in this investigation. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the connecter of the tubing developed a spontaneous hole causing air to be pulled into the tubing. The hole was in the area where the IV tubing would connect to the fluid warmer tubing. This was caught during priming which meant no air got to the patient. The hole was distal to the pump which meant no alarm would have gone off to alarm air in line.